Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 300 to 400 mg/dl. Customer stated insulin pump had motor error. Customer stated they was not wearing the insulin pump because of the motor error. The device will not be returned for analysis.